Manufacturer narrative:
H3: a medtronic representative went to the site to test the equipment. Testing revealed that the system was functioning as intended. The system then passed the system checkout and was found to be fully functional. Codes associated with the system: fdr 213, fdc 67 h3: a software analysis was initiated. However, the software evaluation found that a probable cause was unable to be determined. Codes associated with the software: fdr 213, fdc 4315 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: 9 735736, serial/lot #: (B)(4). No analysis has been completed at the time of this report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system that was used during a functional endoscopic sinus surgery (fess) procedure. It was reported that the physician registered the patient with a metric around 4. Touch points were added to the registration and improved the metric, but when the surgeon checked accuracy, he was inaccurate on the right side. The surgeon touch up around the left orbit and was accurate. The inaccuracy on the right side was around 10mm. The surgeon re-registered the patient and the accuracy improved to the point that the surgeon was comfortable moving forward with navigation. There was a reported delay of less than one hour. There is no known impact on patient outcome.